Event description:
Patient reported the infusion device does not deliver the basal rate. Patient stated the bolus function is well. Patient stated he does not need other help. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. History list: the pump correctly triggered no basal rate as mentioned by the customer because the customer has selected the basal profile 3 instead of basal profile 1. The basal profile 1 is the only one that was used and programmed by the customer. The basal profiles 2 until 5 are not programmed. Therefore, the pump correctly delivered no insulin as the customer chose one of them. The problem mentioned by the customer could not be reproduced.